Event description:
Additional information was provided which indicated surgery was undertaken. During the procedure, paresthesia was unable to cover the patient's pain pattern and the patient desired to have the system removed. System was removed and no further intervention is planned.

Manufacturer narrative:
The reported event of high impedance/ineffective stimulation was confirmed. As received, the octrode lead had kink with all internal broken wires. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective therapy. Diagnostics revealed high impedances. To address the issue, the patient may be awaiting surgical intervention.